Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer planned to reset pump on their own and relied on multiple daily injections, and was instructed to call back if malfunction recurred.